Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a faulty screen. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a faulty screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. After inspection, the fse found a few black spots on the top lcd display. So, the fse replaced the top lcd display and the display was then working as intended. The unit passed all functional and safety tests per factory specifications. The maquet failure analysis and testing department (fat) received the top lcd display associated with this complaint. This part was received with a reported unit failure message of spots on top display. Performed visual inspection of this part received and verified the spots on display. Top lcd display failed testing. Retaining top lcd display in the fat dept. As per procedure. There is no need supplier eval. For this part as the problem is visual internal spots on display.

Event description:
N/a